Manufacturer narrative:
Initial reporter address 1: (B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a pancreatic duct stent placement procedure in the pancreas, performed on (B)(6) 2022. During preparation, when trying to set the stent in the inner catheter, it was found that the pigtail part of the stent was kinked. The orange adapter was used but the inner catheter could not be inserted. Another advanix pancreatic stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6) block h6: medical device problem code a0406 captures the reportable event of pancreatic stent kinked. Block h10: the returned advanix pancreatic stent was analyzed, and a visual evaluation noted that the stent was not kinked, instead it was damaged on the pigtail. No other issues with the device were noted. The reported event was confirmed. According to product analysis, it is possible that this damage on the stent may have been caused by the manipulation applied during the preparation of the stent within the pusher, as consequence of this damage the stent wouldn't be able to be set-up with the pusher. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a pancreatic duct stent placement procedure in the pancreas, performed on (B)(6) 2022. During preparation, when trying to set the stent in the inner catheter, it was found that the pigtail part of the stent was kinked. The orange adapter was used but the inner catheter could not be inserted. Another advanix pancreatic stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.